Event description:
It was reported that the renasys canister gave a full canister alarm and had a strong odor, the treatment was completed with a back-up canister. No patient harm or important delay reported.

Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. However the photo supplied has been reviewed confirming the canister was not full at the time of, establishing a relationship between the reported alarm event. Although these details are supplied we cannot provide a definitive root cause. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. With regards to the odor reported, the process used during manufacture captures a 100% check to ensure that the carbon filter to prevent odor is installed, again without receiving a sample or control sample of the same batch lot, root cause remains undetermined. However, it should be noted that the device itself has an odor filter which should be changed at each service undertaken, this may have contributed to the odor reported. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.